Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce the reported issue anymore. The device could be powered on and would charge and shock defibrillation energy. The device was opened and inspected internally, but no discrepancies could be observed. The pcb assemblies were heated and cooled while powering on and off the device, but the device continued to function correctly. Proper device operation was observed through functional and performance testing. The battery was tested without observing any discrepancies. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had failed its monthly self-test. During device evaluation, physio-control observed that the device would not boot-up completely. There was no patient use reported with the reported event.